Event description:
It was reported that an error e105 occurred when using the video system center. The endoscope and the charged coupled device were connected at the start of therapeutic pancreatic body and tail malignant tumor resection procedure. The procedure was completed using another device. The delay was short and unlikely caused adverse clinical impact to the patient, there was no report of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause of the error message could not be determined since the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.